Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the damaged ceramic tip could not be determined. It is possible that the tip was damaged due to user handling such as impact, drop, or a fall. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿warning infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product: visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury: impact, fall, shock, or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer returned the inner (resectoscope) sheath to olympus for a reported ¿repair needed¿. There was no defect or malfunction specified. However, during the device evaluation, the following reportable malfunction was identified: the ceramic insulation at the distal tip of the sheath was missing. No death or injury and no impact to patient or other has been reported.

Manufacturer narrative:
The referenced device was returned to olympus repair and the evaluation found : the ceramic insulation at the distal tip of the sheath was missing. The evaluation also noted the sealing set is worn out and the laser markings are worn/faded. The investigation is still in progress; however, should additional relevant information become available, a supplemental report will be submitted accordingly.